Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive act button. The caller stated that, during the fill procedure, the user wanted to press the act button to confirm and proceed, but the insulin pump did not respond. The insulin pump went back to the main screen when he pressed on the act button. The caller stated that the display moved automatically. A battery replacement did not resolve the issue. The customer's blood glucose was 4.8 mmol/l. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.